Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was deployed over a non-medtronic guidewire and the deployment starting point was at the bottom of the pigtail catheter. The second valve was opened; however, was not used, and the implanting team instead decided to implant a non-medtronic valve.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number (B)(6) ; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure involving the evfxplus-26 valve, a pre-implant balloon valvuloplasty was performed as standard practice for the implanting physician. The valve embolized several minutes after deployment, despite being confirmed in the correct position on echocardiogram. Prior to the dislodge, the valve was at a depth of 3 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Following the dislodge, the valve depth was -12 mm on the ncc and -12 mm on the lcc. A pressure drop was subsequently noted. As a result, the a non-medtronic valve was implanted in the patient. A second medtronic valve was reported to have been opened and not implanted for an unspecified reason. There was a procedural delay of 45-minutes.